Event description:
N/a.

Manufacturer narrative:
Upon further review, it was determined that the reported event did not meet the criteria for MDR reporting under 21 cfr 803. Amulet 2 is currently part of an FDA-approved investigational device exemption (ide) trial and is not considered same or similar to the amplatzer amulet device. Due to design modifications, the FDA has requested additional pre-market clinical data to ensure these changes do not significantly impact the device¿s safety, effectiveness, or indications for use. As such, amulet 2 is not deemed as same/similar and does not meet the criteria for MDR reporting at this time.

Event description:
Crd_1064 - veritas, patient site ID: (B)(6) (r926215401, r926215701, r926215901, r927238301). It was reported that on 04 june 2025, a 28mm amplatzer amulet 2 was chosen for implant. During procedure, it was noted there was a prominent fat pad and pericardial effusion was suspected but not confirmed. A chest x-ray on (B)(6) 2025 showed mild interstitial congestion and small bilateral pleural effusion. Patient later called the hospital on (B)(6) 2025 with complaints of a fever at 100.9 degrees fahrenheit starting the night of after return from hospital on (B)(6) 2025 and lasting through (B)(6) 2025. No treatment was required.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.